Event description:
It was reported that during a left renal artery stenting treatment procedure, stent placement difficulties were encountered. The right femoral artery was accessed with a 7 fr sheath. A 7 fr guiding catheter was used to engage the left renal artery. The physician inserted a 0.0014" extra support guide wire and a 0.014" guide wire into the renal artery to straighten the renal artery. The physician attempted to place the biliary stent via the guide wire, but the stent was unable to cross the lesion and "always jumped into the abdominal aorta." The total procedure lasted five hours and was unsuccessful. It was reported that there were no injuries to the patient. Patient status is reported as "stable".